Event description:
As reported, when the user opened the single use combination cleaning brush (bw-412t) and pulled it out after passing through the forceps channel (scope gif-1200n) the tip of the brush was broken. The issue occurred at reprocessing. No harm was reported. No patient injury, no user injury reported due to this reported issue. This report is being submitted for the device (scope gif-1200n) with serial number (B)(4), used with the single use combination cleaning brush which reported to be broken after passing through the device forceps channel of this scope . This scope was reported due to the tip side of the broken brush noted to be left inside the device forceps channel (foreign material (brush tip) was inside the forceps channel insertion of this scope. This event includes two reports: report with patient identifier (B)(6) (single use combination cleaning brush bw-412t, lot unknown)- broken brush. Report with patient identifier (B)(6) (scope model gif-1200n , sn (B)(4)- scope used with the single use brush (brush tip remained inside the scope). This report is for report with patient identifier (B)(6) (scope model gif-1200n , sn (B)(4) - scope used with the single use brush (brush tip remained inside the scope).

Manufacturer narrative:
Full address name of the facility is (B)(6). The subject device (scope) was received and evaluated. Device evaluation found foreign material (brush tip) clogged inside the forceps channel insertion . The forceps cannot be inserted at all due to clogging of the forceps channel. The reported issue of "brush tip remained inside the forceps channel tube" was reproduced, confirmed. Furthermore, the following defects were identified during device inspection: the bending angle is insufficient due to the elongation of the angle wire. The curved rubber adhesive part is missing. Scratches are found on the operation part , scope connector, scope connector cover, right/left (rl angle fixing knob) due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that repeated bending of the wire section of the cleaning brush caused fatigue of metals. Then, under the condition of reduced strength of metals, the cleaning brush was used, which led to breakage of the wire in the instrument channel. As a result, the brush section fell off in the instrument channel. Therefore, there is a possibility that the phenomenon was caused by the user¿s mishandling. The root cause of the failure could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to d9 in the initial with information inadvertently not included.